Manufacturer narrative:
H2: correction: health impact code updated. H6: the quality investigation is complete.

Event description:
No new information.

Event description:
It was reported that the perforator bit did not stop spinning once it as through the skull, resulting in superior sagittal sinus bleeding. The surgeon controlled the bleeding, resulting in a clinically insignificant delay, before the surgeon moved on with the procedure. The procedure was completed successfully with no further impact to the patient.

Manufacturer narrative:
H6: a follow up report will be sent when the investigation is complete.